Event description:
The customer reported elevated total thyroxine (tt4) results, for multiple pts, involving access 2 immunoassay system. This is report number five of seven. The elevated results did not correlate with the clinical condition of the pts. Subsequent testing at another facility on an alternate methodology produced higher results. The erroneous results were released out of the lab and questioned by the physician. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer decided to change total thyroxine (tt4) normal reference range to 4.50-12.00 ug/dl. The customer stated this range was decided after reviewing articles and neighboring hospital's ranges. Beckman coulter advised the customer it is strongly not recommended to change the reference range based on another methodology as the results are generated from the access 2 immunoassay system. Beckman coulter advised the customer to establish reference ranges based on their lab studies for the involved pt population. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-06241, 06251, 06252, 06253, 06255, 06256.